Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer had been in the hospital 3 times in the past month with high blood glucose at 300 and 400 mg/dl. The blood glucose reading at the time of the call was 430 mg/dl. The customer attempted to treat with a bolus but was vomiting and had diabetic ketoacidosis and was treated at the hospital with IV fluids. The customer hospitalized on (B)(6) 2016 with a blood glucose reading of 600 mg/dl. The drive support disk appeared normal and recessed. Insulin did exit with the manual prime and no leaks or air bubbles were observed. The insulin looked clear. The insertion site had a little red bump but did not look sore. The nurse stated she would call back to complete troubleshooting when she had more supplies available.